Manufacturer narrative:
Upon analysis by engineering this investigation will be updated.

Event description:
Boston scientific received information that this device triggered a lead safety switch warning after the configuration had changed from bipolar to unipolar. The patient experienced syncope. The device was then reprogrammed. A request for technical services advice was requested and save to disk was sent for analysis. Technical services discussed possible indications for the lead safety switch to be triggered as well as possible issues with the right ventricular lead. The lead involved is a competitor lead. A save to disk was sent for analysis to engineeriing. No further action has been taken at this time. No further adverse patient effects were reported.